Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched screen, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, and scratched reservoir tube window.

Event description:
The customer reported that the insulin pump alarmed and was stuck in the prime loop. The blood glucose reading was 52mg/dl. Advised the caller to disconnect from the device. No further information was provided.